Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6 visual examination of the returned product identified the device has fractured at one of the measurement notches. There is scuffing to the handle and indentation on the handle end of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and review of the available records identified the following: a small metallic object overlies the acetabulum just medial to the more medial acetabular screw and is consistent with the fractured instrument. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the instrument fractured in the patient. The fractured piece remains inside the patient. It was reported that no further information is available.